Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 18.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2017. Post-operatively, the patient complained that her vision was very bad, she could not see very well, and experienced blurry vision and nausea. She also commented/thought that she didn't need the lens implants. The outcomes have significantly affected the patient's activities of daily life. There was no patient injury. Reportedly, the patient has seen multiple doctors about these issues and was told that nothing is wrong and it's just dry eyes. Plugs were placed in both of the patient's eyes as intervention by another doctor to address dry eye, which patient stated did not help. Also, the patient was told to use eye drops by the implanting doctor. Patient reports the drops have not helped. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
The product testing could not be performed as the lens remains implanted. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other investigation request has been received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.